Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s stepmother reported via phone call that they experienced a low blood glucose level of 30 mg/dl. The customer's other relevant blood glucose level was 78 mg/dl, 104 mg/dl. The customer was treated with juice for low blood glucose levels. The insulin pump received a calibration not accepted alert. The customer declined the troubleshooting for low blood glucose. The insulin pump will not be returned for the analysis.